Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes') and device dislocation ('migration/ migration of essure device: fallopian tube') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urinary urgency, c-section, asthma, arthritis, hemorrhoids, headache and abdominal adhesions. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and abdominal pain upper ("stomach pain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain") and abscess ("abscess"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal discharge, cystitis, fatigue, nausea, vaginal haemorrhage, migraine and abscess outcome was unknown and the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, pelvic pain, abdominal pain, heavy menstrual bleeding and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, abscess, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), apareunia, dyspareunia (painful sexual intercourse), pelvic/abdominal. Bleeding: menorrhagia (heavy menstrual bleeding). Breakage. Migration, perforation: fallopian tubes, bladder/urinary problems: vag. Discharge, bladder infect., fatigue, nausea. Discrepancy noted: live birth in (B)(6) 2019 which is after surgery (bilateral salpingectomy) discrepancy noted in date of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s)(unspecified) :results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received-new reporter, medical history were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes') and device dislocation ('migration/ migration of essure device: fallopian tube') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and abdominal pain upper ("stomach pain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain") and abscess ("abscess"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal discharge, cystitis, fatigue, nausea, vaginal haemorrhage, migraine and abscess outcome was unknown and the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, pelvic pain, abdominal pain, menorrhagia and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, abscess, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), apareunia, dyspareunia (painful sexual intercourse), pelvic/abdominal. Bleeding: menorrhagia (heavy menstrual bleeding). Breakage. Migration, perforation: fallopian tubes, bladder/urinary problems: vag. Discharge, bladder infect., fatigue, nausea. Discrepancy noted: live birth in (B)(6) 2019 which is after surgery (bilateral salpingectomy) discrepancy noted in date of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s)(unspecified) :results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received: new event were added: abscess. Cluster ID were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes'), device dislocation ('migration/ migration of essure device: fallopian tube'), genital haemorrhage ('bleeding'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and abdominal pain upper ("stomach pain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal discharge, cystitis, fatigue, nausea, vaginal haemorrhage and migraine outcome was unknown and the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, pelvic pain, abdominal pain, menorrhagia and abdominal pain upper had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), apareunia, dyspareunia (painful sexual intercourse), pelvic/abdominal. Bleeding: menorrhagia (heavy menstrual bleeding). Breakage. Migration, perforation: fallopian tubes, bladder/urinary problems: vag. Discharge, bladder infect., fatigue, nausea. Discrepancy noted: live birth in (B)(6) 2019 which is after surgery (bilateral salpingectomy) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s)(unspecified) :results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: new events vaginal bleeding, genital bleeding, migraine, stomach pain were added. Reporters and lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue") and nausea ("nausea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal discharge, cystitis, fatigue and nausea outcome was unknown and the dysmenorrhoea, female sexual dysfunction, dyspareunia, pelvic pain, abdominal pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), apareunia, dyspareunia (painful sexual intercourse), pelvic/abdominal. Bleeding: menorrhagia (heavy menstrual bleeding). Breakage. Migration, perforation: fallopian tubes, bladder/urinary problems: vag. Discharge, bladder infect., fatigue, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2016: essure confirmation test(s)(unspecified) :results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea(cramping)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue") and nausea ("nausea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal discharge, cystitis, fatigue and nausea outcome was unknown and the dysmenorrhoea, female sexual dysfunction, dyspareunia, pelvic pain, abdominal pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), apareunia, dyspareunia (painful sexual intercourse), pelvic/abdominal. Bleeding: menorrhagia (heavy menstrual bleeding). Breakage. Migration, perforation: fallopian tubes, bladder/urinary problems: vag. Discharge, bladder infect., fatigue, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: lawyer was added. Case become incident, previously added injury nos was replaced with dysmenorrhea & new events- apareunia, dyspareunia, pelvic pain, abdominal pain, menorrhagia, breakage, pregnancy: stillbirth/miscarriage, device ineffective, migration, perforation: fallopian tubes, vag. Discharge, bladder infect, fatigue, nausea, were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.